Event description:
74 year old female admitted for single vessel dca. Pt. Arrested during the procedure. Taken to the operating room for emergency surgery. The catheter had perforated the anterior surface of the right ventricle. This area was stablized, however pt. Expired due to transmural infart in the piosterior surface of the right ventricle. This area was difficult to repair due to the friability of the tissue. The patient expired on the tabledevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device failed just prior to use, device failure related to patient condition. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.